Event description:
Episode of pt playing and acted painful and 3x episode of almost comatose state, being tired, lethargic and unable to arouse. Hospitalized re: comatose state post baclofen pump refill day before.